Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor lv 2 device ruptured during a patient infusion. The pump was infusing ropivacaine hydrochloride hydrate when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.